Event description:
A surgeon reported that he saw pts (6 to 10%) with non-glistening deposits on the iol and experiencing inflammation approx four weeks following intraocular lens (iol) implant surgery and after discontinuation of drops. Additional info was requested.

Manufacturer narrative:
The device was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested. (B) (4). (B) (4). (B) (4).